Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient had undergone a breast augmentation revision surgery with implantation of a 405cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced baker grade IV capsular contracture to the right prosthesis. As a result, the patient underwent removal and replacement on (B)(6) 2021.

Event description:
It was reported that a (B)(6) female patient had undergone a breast augmentation revision surgery with implantation of a 405cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced baker grade IV capsular contracture to the right prosthesis. As a result, the patient underwent removal and replacement on (B)(6) 2021.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).